Event description:
Information received from the field notes that the patient was seen in the clinic after having dizzy spells at home. Initial interrogation revealed ventricular lead impedance of 300 ohms. An EKG showed that the ventricular channel was oversensing, which resulted in pauses ranging from 1-5 seconds. The pulse generator was programmed to door to eliminate the pauses, and the lead was eventually replaced. The patient is completely pacemaker dependent.